Event description:
Reported received of air noted in the distal patient line. The patient was receiving tpn with lipids at 3500ml/24hrs via PICC line. The customer stated that the tubing set leaked and tpn infiltrated the pump causing damage to the pump. It was reported that the pump did not alarm. At this time, the patient noticed the air in the tubing and stopped the pump. The customer reported that air had passed the filter on the tubing set and was observed in the distal patient line. There was no report of fluctuation in the patient's glucose. There was no reported patient harm or adverse patient effect. A replacement pump was delivered to the patient a day later. Although requested, no additional information was available.